Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed bottom case cracked at l-bracket mounting surface. Customer?s reported issue was duplicated. Ear flange sensor was mounted upside down. The root cause of the reported issues was determined to have been caused by the customer's incorrect assembly of the device. Actions taken to mitigate the reported issue: installed ear flange sensor correctly.

Event description:
It was reported that syringe flange sensor alarm event occurred. No patient injury reported.